Manufacturer narrative:
The tech found the latch spring was disconnected. He reinstalled the latch spring to repair the bed.

Event description:
Info received indicates the right head siderail will not latch properly.